Event description:
The customer reported that during a performance check the pressure transducer won't calibrate.

Manufacturer narrative:
(B)(4). The customer evaluated the device and determined that replacing the gas delivery engine fixed the reported issue.